Manufacturer narrative:
As reported, a contralateral approach was made with a non-cordis guiding sheath, a 4x60mm155cm saber rx percutaneous transluminal angioplasty (pta) catheter was inserted and inflated for the lesion; however, it ruptured at eight (8) atmospheres (atm) during its second inflation. The saber pta was replaced with a same size new balloon catheter and the procedure was successfully completed. There were no reported patient injuries. This was an endovascular treatment (evt) case. The lesion was the superficial femoral artery with ninety percent stenosis. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17564793 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (90% stenosis) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a contralateral approach was made with a non-cordis guiding sheath, a saber pta was inserted and inflated for the lesion; however, it ruptured at eight atmospheres during its second inflation. There were no reported patient injuries. The saber pta was replaced with a same size new balloon catheter and the procedure was successfully completed. This was an endovascular treatment (evt) case. The lesion was the superficial femoral artery with ninety percent stenosis. Additional procedural details were requested but are unknown. The device was discarded.